Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected post-reset ram crc alarm noted during our testing. The insulin pump was received with minor scratches on the lcd window, cracked select button on the keypad overlay, scratched casing and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was scratched and had cracked buttons. The insulin pump alarmed pump error 23. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.